Manufacturer narrative:
(B)(4). Date of event - unknown date in (B)(6) 2013. Device product code - ni. Expiration date - ni. Date implanted - unknown date in (B)(6) 1989. Date explanted - unknown date in (B)(6) 2013. Concomitant medical products: femoral head/ pn 00902603335/ ln unknown, unknown cup/ pn and ln unknown, unknown stem/ pn and ln unknown. Manufacture date ¿ ni. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01929, 0001822565-2017-01927, 0001822565-2017-01926).

Event description:
It was reported that a patient had a hip revision approximately 24 years post implantation due to unknown reasons.

Manufacturer narrative:
Reported event was confirmed by review of the provided op notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. According to the revision operative report , the femoral component was noted to be stable. The polyethylene component was noted to have marked wear and was removed. The acetabulum was inspected and the acetabular shell was in good condition and stable. There was noted lysis behind the cup which was grafted with demineralized bone matrix through the screw holes. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown head, unknown stem, unknown cup. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent right hip revision surgery approximately 23 years post primary surgery, due to poly wear. During the surgery, the head and liner were replaced. Osteolysis was found behind the cup, and demineralized bone matrix was grafted through the screw holes. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Initial medwatch was submitted with a notification date of 03/09/2017 in date received by MFR. And submitted on 04/07/2017; however the correct notification date is 03/02/2017. Date implanted - unknown date in (B)(6) 1989.

Event description:
It was reported that patient underwent a hip revision approximately 24 years post implantation due to pain caused by a pseudotumor.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip revision approximately 24 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.